Manufacturer narrative:
One bioraptor, knotless suture anchor, was returned for evaluation. The diameter of the anchor was measured and found to be within specification. The inserter was not returned therefore, the torque limiter function could not be tested. The test is described in the IFU as: ¿prior to removing the inserter, rotate the torque limiter knob counterclockwise one quarter turn, until a click is heard. This will help ease the release of the inserter from the anchor.¿ the anchor would then release freely from the insertion device. No root cause related to the manufacturing process can be established. No further investigation is warranted at this time. (B)(4).

Event description:
Upon removing the inserter, the implant pops out of the insertion site. Bone quality was reported as good. The physician was confident that all fragments were removed from the patient using an arthroscopic grasper. The surgeon drilled a second site and used another bioraptor knotless with same lot number to complete the procedure. The original hole was left empty.